Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, brown particles on gel, fold creases, and underweight. A microscopic analysis was performed which identified: broken crease smooth on the radius. Based on the device analysis the final assessment is: broken crease smooth on the radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "rupture" . Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.